Event description:
A report was received that the patient was experiencing pain at the pocket due to the ipg being shallow. The patient underwent a pocket revision wherein the pocket site was relocated. The patient was doing well following the procedure.